Manufacturer narrative:
As reported, the button#2 of two 5f mynx control vascular closure device (vcd) would not depress. As described, they had put all their force behind it so the buttons became jammed and would not depress at all. The hemostasis was achieved using manual pressure that lasted approximately 30 minutes or less. The patient¿s hospitalization was not extended due to the event and the patient status had recovered. There was no reported patient injury. The physician was equipped regarding on how to use the device since the physician has been using it for years. The mynx control vcd¿s were used in a diagnostic peripheral procedure using antegrade approach. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity and no presence of calcium in the puncture site. The devices were not stored in temperature exceeding 25 degrees. The button #1 of the two devices were properly and completely activated before the button #2 were attempted to deploy. A review about the safety feature of the devices regarding the button#2 should not be depress until the balloons were fully deflated was done by the physician. The tension indicator had displayed a clock symbol after the button #1 was depressed. The balloon was prepped with 100% saline. There was no visible damaged noted to both buttons. The balloon did not lose pressure during the procedure. According to the physician, the balloon was fully deflated prior to pushing the button#2. The device was not returned for analysis. A product history record (phr) review of lot f1930901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis, the reported customer event ¿mynx control button 2- frozen/locked¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation of risk, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. Lay the device down for 2 minutes. Step 3: remove device. Retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed.¿ neither the phr review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive actions will be taken at this time. This is one of two products involved with the reported event. The reporting reference number for the other two complaint is 3004939290-2020-01663.

Event description:
As reported, the button#2 of two 5f mynx control vascular closure device (vcd) would not depress. As described, they had put all their force behind it so the buttons became jammed and would not depress at all. The hemostasis was achieved using manual pressure that lasted approximately 30 minutes or less. The patient¿s hospitalization was not extended due to the event and the patient status had recovered. There was no reported patient injury. The physician was equipped regarding on how to use the device since the physician has been using it for years. The mynx vcd¿s were used in a diagnostic peripheral procedure using antegrade approach. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity and no presence of calcium in the puncture site. The devices were not stored in temperature exceeding 25 degrees. The button #1 of the two devices were properly and completely activated before the button #2 were attempted to deploy. A review about the safety feature of the devices regarding the button#2 should not be depress until the balloons were fully deflated was done by the physician. The tension indicator had displayed a clock symbol after the button #1 was depressed. The balloon was prepped with 100% saline. There was no visible damaged noted to both buttons. The balloon did not loss pressure during the procedure. According to the physician, the balloon was fully deflated prior to pushing the button#2. Both devices will not be returned for evaluation as it was discarded.